Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the reported bone fracture(s), which allowed for the baseplate to loosen.

Event description:
Index surgery: (B)(6) 2016. Revision of right shoulder components due to baseplate loosening, scapular spine fracture and possible glenoid vault fracture. The case report form indicates this is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of right shoulder components due to baseplate loosening, scapular spine fracture and possible glenoid vault fracture. The case report form indicates this is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.